Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an acl, when a retrograde drill was checked before use, it had its tip broken. Surgery continued without delay with a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference case (B)(4). A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.